Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that the plastic sheath that covers the needle broke off and became lodged in the patient during a biopsy procedure. No injury reported. Additional information was obtained from the customer that the plastic piece was removed by using a second biopsy needle with no additional medical or surgical intervention required and the biopsy was completed successfully.